Manufacturer narrative:
Investigation summary: a sample was received and tested by our quality team. The complaint was immediately verified the separation was analyzed under microscope and the issue root cause was clearly due to a lack of solvent at the tubing to filter junction during production. The manufacturing plant has been made aware of this failure in effort to eliminate this issue from occurring in the future. A device history record review for model 10013902 lot number 21079015 was performed. The search showed that a total of (B)(6) in 1 lot number was built on 13jul2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing set tubing separated from the filter during use. The following information was provided by the initial reporter: "tubing filtered pulled apart from filter causing break in closed connection between patient and medication. Ppn had to be stopped."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing set tubing separated from the filter during use. The following information was provided by the initial reporter: "tubing filtered pulled apart from filter causing break in closed connection between patient and medication. Ppn had to be stopped."